Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was overexposed image.

Manufacturer narrative:
Alleged failure: please eval. [Update - the actual issue with the device was that it was grainy, and that there was some noise. However, the surgeon was unable to physically access the anatomy via an endoscopic procedure. As a result, the decision to convert to an open procedure was not due to an alleged failure]. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the root cause of the issue reported is cracked traces on the transition board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was overexposed image.